Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate multiple times. However, the customer did not provided exact dates for past events. There was no impact to the customer's blood glucose (bg) level. The customer stated to reloaded the same cartridge for the past events and the issue was resolved. During troubleshooting with tandem technical support, the customer loaded a new cartridge and the issue was resolved.